Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products: part: 103209 name: taperloc por fmrl 17.5x155 lot: 565620, part: 157450 name: m2a-magnum mod hd sz 50mm lot: 137430, part:139256 name: m2a-magnum 42-50 tpr insrt std lot; 679340. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-02369,0001825034-2017-05234, 0001825034-2017-05248.

Event description:
It was reported that a patient was revised approximately 10 years post initial implantation due to pain, and metallosis. During the procedure it was noted that there were large osteolytic lesions along the posterior aspect of the stem that distended, probably two inches which was filled with metal debris. There was also another osteolytic lesion posterior to the acetabulum, filled with metal debris.

Manufacturer narrative:
This report is being submitted to relay additional information. Additional information previously received does not change outcome of investigation.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with the provided op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.